Event description:
It was reported that intermittently a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 323 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.